Event description:
It was reported that the patient presented remotely merlin.net transmission. Transmission revealed that the right atrial (ra) lead exhibited noise over-sensing resulting in inappropriate automated mode switch (ams) episodes. No intervention was performed and the patient was stable.